Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comments of noise on electrocardiogram (ECG) port and analyzer, which were found to have been caused by the power supply; the power supply was replaced. The keyboard rail covers, keyboard, latch lab on power cord bay, and rear display cover tabs were all broken and were replaced. The system fan was noisy, and it was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had noise on the electrocardiogram (ECG) port and analyzer during an implant procedure. The patient cable and analyzer were replaced, but this did not resolve the issue. Another programmer was used to finish the implant procedure. Follow-up determined that the source of the issue was the programmer, and not the analyzer. The programmer has been returned to service. No patient complications have been reported as a result of this event.